Event description:
It was reported that the iab was inserted uneventfully. When attempting to advance the hemostatis device, resistance was encountered and it would not advance completely. Force was used and the iab's central lumen fractured. The iab was removed and replaced without any complications.